Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that he obtained an error 2 message on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he obtained the error 2 message during the week prior to contacting lfs. The patient manages his diabetes with a combination of medications including insulin and tradjenta tablets. He indicated that after obtaining the error message, he followed his usual dose of medication, including sliding scale, and administered 50 units of insulin. He denied developing any symptoms as a result of the alleged issue and no additional treatment or medical intervention was specified. The patient also denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. The cca confirmed that the patient was using the correct test strips and he described the correct testing steps. When the patient pressed the power button, the error 2 message did not occur. The cca walked the patient through a retest but the issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to an adverse event, i.e. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions after obtaining the error message. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.